Event description:
(B)(6) female pt called zoll customer support to report that her monitor would not power on past the start-up screen. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. The cause of the problem was isolated to pxa component u104 on computer analog (ca) board sn (B)(4). The pxa had an intermittent bfa connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change (see PMA supplement s039) to reduce the pca strain was approved by FDA on (B)(4) 2012. Implementation is planned for 02/04/2013, based on the availability of parts and materials. Results will be monitored. No adverse event resulted from the defective components. The pt received a replacement monitor.